Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of battery out limit from the insulin pump. The customer's blood glucose reading was 101 mg/dl. The customer received the alarm during battery change. The customer stated that the battery cap did not fit properly. The customer mentioned that the threads are stripped. The insulin pump will not be returned for analysis.